Event description:
It was reported occlusion alarms occurred. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the insulin gauge was inaccurate and static. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.